Manufacturer narrative:
Continuation of concomitant products: 4024-58 lead, implanted: (B)(6) 1992. Evaluation summary: the distal segment was returned, analyzed, and the outer insulation of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The leads were returned, analyzed, and tested out of specification. Follow-up with the physician's office did not yield any additional information. No patient complications have been reported as a result of this event.